Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. B4 b5 g3 g6 h2 h10.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that during a procedure that while unscrewing, the taper tool disengaged itself from cone. The tool ate the threading of the cone, and it was now impossible to screw back the taper tool in the cone. Surgeon inserted the cone and verified if the femoral stem was well fixated(¿it was) and decided to leave cone that was still attached to distal stem and put the lock screw back in. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products:: 31-301856 arcos taper disasmbly 50mm lot number: zb160202 report source: foreign: canada multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00827 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device remains implanted.